Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports the unit has a speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had no sound due to defective speaker. The device was repaired by replacing the speaker. The device was updated to the latest hardware and firmware per update procedures and passed functional tests. The repaired device was returned to the customer site.

Event description:
The device was not in use on a patient at the time of event, there was no patient involvement.